Event description:
It was reported that balloon ruptured occurred. The target lesion was 90% stenosed in the moderately tortuous and mildly calcified left forearm shunt vessel. A 6.0 x 100, 75cm mustang balloon catheter was selected for use. During the procedure, the balloon ruptured at first dilation per 10 atmosphere. The procedure was completed with another of same device. There were no patient complications reported, and the patient was in good condition after the procedure.

Manufacturer narrative:
D2b - pro code (product code): fge, lit